Manufacturer narrative:
Duragen was not returned for evaluation (product sample was used in the patient and will not be returned for analysis) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. However, this case was consulted with medical affairs and scientific affairs and could be different causes for this condition besides the duragen use. The following rationale was provided: ¿aseptic meningitis occurs at a fairly constant rate in open neurosurgery procedures. It is primarily due to either viral contamination or endotoxin contamination of the wound. With endotoxin from the surgical patties and the equipment and personnel in the operating room. The longer the case, the more likely is the occurrence of aseptic meningitis/eosinophilic meningitis. This is the inflammatory response to endotoxins, etc. Endotoxins can be present on sterile surgical instruments, and other sterile materials used in the or. Duragen is screened for endotoxins and is at a very low level compare to a single surgical patty. Duragen is also treated with a viral inactivation procedure.¿

Event description:
A facility reported that on mid of (B)(6) 2020: clipping surgery for a vascular disorder and an unruptured cerebral aneurysm was performed and the duragen was used as a compensation of dura mater close. It was reported that it was placed with overlapping on dura mater more than 1cm. It was placed on tent. After 2 weeks: the patient developed aseptic meningitis and hydrocephalus. The physician suspected allergic reaction to duragen. The test of allergic reaction to duragen was performed and the result was false positive, so the physician judged it was positive. No additional treatment has been performed and now the patient is following-up